Event description:
It was reported that it was impossible to advance the guidewire. The device was changed. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was impossible to advance the guidewire. The device was changed. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire and the product lidstock for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a small kink/offset coils towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink/offset coils in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 15mm from the distal tip. The overall length of the guide wire measured 457 mm which is within the specification of 450-458mm per guide wire product drawing. The outer diameter of the guide wire measured 0.81 mm which is within the specification of 0.788-0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the IFU provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was fully threaded through a lab inventory ars and 18 ga introducer needle with no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked near the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.